Event description:
During stent assisted coil embolization of a 2.2 x 31mm posterior communicating artery wide neck aneurysm, the physician delivered the orbit 2.5 x 3.5 coil (637mf2535/16101834) through the prowler 14 microcatheter. When the physician positioned the orbit, he noted that the coil was pre-detached and partly stretched. The surgeon adjusted the wire, and was still able to implant the coil. There was no report of patient injury. The device was not available for analysis.

Manufacturer narrative:
It was previously reported that the device was not available for return; however, the device was returned for analysis on 3/23/2015. Additional information received on 3/24/2015: the orbit was the first coil implanted. The microcatheter did not appear damaged in any way, and a continuous flush had been maintained. There was no resistance at any time during advancement of the coil through the microcatheter. When the coil stretched, it was partly in the aneurysm and partly in the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter, and a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It was unknown if the microcoil had been positioned at a relative sharp angle to the microcatheter. The same microcatheter was used to complete the procedure, and there was no clinically significant delay in the procedure due to the event. Complaint conclusion: during stent assisted coil embolization of a 2.2 x 31mm posterior communicating artery wide neck aneurysm, the physician delivered the first coil, an orbit 2.5 x 3.5 coil (637mf2535/16101834), through the prowler 14 microcatheter with no resistance. When the physician positioned the orbit, he noted that the coil was pre-detached and partly stretched. The coil was partly in the aneurysm and partly in the microcatheter. The surgeon adjusted the wire, and was still able to implant the coil. There was no report of patient injury. The microcatheter did not appear damaged in any way, and a continuous flush had been maintained. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter, and a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It was unknown if the microcoil had been positioned at a relative sharp angle to the microcatheter. The same microcatheter was used to complete the procedure, and the event did not result in a clinically significant delay in the procedure. The device was returned for analysis. A non-sterile orbit mini complex fill 2.5x3.5 was received coiled inside an unknown dispenser inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked. The introducer was received partially un-zipped and it was found without damage. The support coil and gripper were received inside the introducer. The support coil was found without damage. The gripper was found without damage. The embolic coil was not returned for evaluation. The gripper was inspected under microscope, and it was found without damage. No obstructions or damage was noted on the purge hole and gripper, and marks of where the embolic coil had been attached to the gripper could be observed. The functional test could not be performed since the embolic coil was not returned review of lot 16101834 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The premature detachment and coil stretching could not be evaluated since the embolic coil was not returned for evaluation. The coil protrusion into the parent vessel could not be evaluated due to the nature of the event. The event experienced by the customer, and the damages found on the device could not be conclusively determined; however, procedural factors may have contributed to the event. The instructions for use (IFU) cautions: ¿never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If coil repositioning in the vasculature is required, verify under fluoroscopy that a one-to-one relationship exists between the delivery tube and the coil during retraction.¿ inspections are in that prevents these kinds of damages from leaving from the manufacturing facility. Since neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant product: envoy 6f guide catheter , prowler select plus microcatheter for stent access. Additional information will be submitted within 30 days of receipt.